Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32-53 mg/dl. Cause was not known. Customer alleged "pump not operating properly", however, the customer declined to troubleshoot with tandem technical support, therefore, the alleged root cause could not be confirmed. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy, and the pump was replaced to maintain customer satisfaction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.